Event description:
It was reported by the patient that her device had "malfunctioned" and was "zapped 4 times". The patient reported that at the time "adjustments" were made. She indicated that she was "zapped again" on (B)(6) and went to the emergency room. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.